Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with no delivery during a bolus attempt. Her son's blood glucose at the time of incident was 523 mg/dl. The mother changed his infusion set and treated with a manual insulin injection. Troubleshooting could not occur since the mother did not have the pump with her. No products were shipped or returned.